Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 700 mg/dl. The customer stated the issue was due to her being unable to insert the infusion sets correctly into her body. The customer was treating high blood glucose with manual injection and declined to troubleshoot. The insulin pump was not replaced or returned for analysis.